Event description:
It was reported the patient was admitted to the hospital for a spinal cord stimulation trial. At the end of the trial period, the patient was due for removal of the trial lead. The health care provided had considerable difficulty removing the epidural lead. The patient was repositioned so they were sitting up straight but difficulty removing the lead continued. The lead eventually was removed. Upon removal, it was noted the end electrode was missing from the lead. The forceps has broken with the force required to remove to lead. An x-ray was done which showed the electrode visible in the subcutaneous tissue of the patient's back. The patient elected to not have the electrode surgically removed at this time. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted, when device analysis is complete.